Event description:
On (B)(6) 2012, the lay user/patient's guardian contacted lifescan from (B)(6) alleging a sample not drawn in issue with the one touch verio pro meter. The patient's guardian did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's guardian claimed the meter had a sample not drawn in issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's guardian did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.